Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment (slda) was due to challenging patient anatomy. The reported unexpected medical intervention appears to be a result of case specific circumstances as the second clip implanted stabilized the slda clip. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) requiring additional clip for stabilization. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first clip delivery system (cds) was advanced to the mitral valve and placed in a medial position. Leaflet insertion was satisfactory, and the physician decided to perform the deployment. In order to reduce the residual lateral jet the physician decided to implant a second clip lateral to the first one. When the second clip was introduced, strange movement of the first clip was noted. Echocardiogram showed that the first clip had a single leaflet device attachment (slda), the clip had detached from the posterior leaflet and remained attached to the anterior leaflet. The physician in order to stabilize the slda, decided to implant the second clip lateral to the first one. Two clips implanted, reducing mr to 2-3+. No additional information was provided.